Event description:
[Salivadirect¿ sars-cov-2 rt-pcr] use for covid-19 under emergency use authorization (eua): subject had preflight covid salivadirect test performed by (B)(6) for travel to (B)(6) on (B)(6) 2021. Test result on (B)(6) was positive although subject was completely asymptomatic and had not had recent potential exposure. Subject performed at home binax-now test that evening which was negative. Subject had repeat salivadirect testing performed through (B)(6) and a quest sars-cov-2 rna test through (B)(6) the following day - (B)(6) 2021. Both of these tests were negative. Subject remains asymptomatic. As a result of the false positive on (B)(6), subject had to cancel travel to (B)(6) with economic consequences. Subject was also required to submit to retesting and self-quarantine at home for two days until repeat tests were available. FDA safety report ID # (B)(4).